Manufacturer narrative:
Unit passed functional testing, including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and displacement test. The low reservoir alarm feature was working properly. Unit received with cracked case at display window corners and battery tube threads. Unit also received with a scratched display window and shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was hospitalized for high blood glucose. His blood glucose at the time of hospitalization was 32.5 mmol/l. Customer treated with an insulin shot pen. According to customer's mother, the device did not alarm. The device's alarm history showed several low reservoir alarms. While in the hospital, customer's nurse advised that the device be replaced. After the insulin pump was replaced, customer's blood glucose has been perfect. Customer never had issues before. It was stated that this event may have been due to a bent cannula, improper insertion, or not replacing the reservoir in time. Customer is now doing well. Nothing further reported.